Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms. The rn reported that there are no kinks in the tubing and that all connections appear to be intact. The rn did not report any blood in the tubing. The rn also stated that the waveforms looked good but the alarms are happening frequently. As a result, a leak test was performed and the pump alarm for helium loss 3 occurred again within 1 minute. The clinical support specialist (css) explained to the rn to be vigilant for any blood that may appear in the tubing. The css recommended that the pump be exchanged for a new one but the rn stated that the patient would be transporting to another facility on a different pump. There was no report of patient injury or consequence.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for helium loss 2 alarms. The rn reported that there are no kinks in the tubing and that all connections appear to be intact. The rn did not report any blood in the tubing. The rn also stated that the waveforms looked good but the alarms are happening frequently. As a result, a leak test was performed and the pump alarm for helium loss 3 occurred again within 1 minute. The clinical support specialist (css) explained to the rn to be vigilant for any blood that may appear in the tubing. The css recommended that the pump be exchanged for a new one but the rn stated that the patient would be transporting to another facility on a different pump. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.